Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that an epidural infusion was administering for an hour when leaking was noticed from one of the tubing-to-component engagements. There was no report of harm.

Manufacturer narrative:
The customer¿s report of a leaking tubing engagement during infusion was not confirmed. Visual inspection showed no anomalies. Functional testing showed no anomalies. A root cause could not be determined.